Event description:
It was reported to medtronic minimed that the customer experienced multiple pump errors like pump error 23 (post-reset ram crc alarm), pump error 24 (this alarm is generated when a power failure is detected), pump error 26 (amount of basal completed plus amount left to go plus amount not needed to compensate for does not add up to the programmed dose), pump error 49 (history pointers failed. The history pointers are corrupted), pump error 68 (trace pointers are invalid), unexpected battery power loss. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-399a, mmt-332a, mmt-1884. Troubleshooting was performed. The customer reported critical pump error 24. The pump was reset, and the customer was able to clear all alarms/ alerts and program the pump. Pump passed self test. The error table did not indicate that the pump should be replaced. The customer is not using quick bolus speed feature on an impacted pump. The pump was recently stored, without a battery for > 8hrs, or error occurred immediately after battery change. The customer reported receiving a power loss alarm. Pump was recently stored or without a battery for more than 10 minutes. The customer reported high blood glucoses. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.